Event description:
It was reported that the device was used during a hemicolectomy. It was reported by the rep that the staples in (1) tl90 stapler did not form. Another tl90 instrument was used to complete the case. There was no consequence to the pt.